Manufacturer narrative:
A device history record review could not be performed because a lot number was not available. The investigation found that all processes and controls were properly followed. There were no physical samples received for investigation. Based on the available information, it was not possible to determine the root cause of the reported condition. ¿we will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported they were using the kangaroo bag (for the kangaroo pump) to set up a feed for a patient. When they primed the bag, air was noticed in the line and they found the bag to be leaking. They noticed a cut in the tubing that was contributing to the leaking. They tried to tape the cut to see if the feed could still run, but the leak persisted. They transferred the milk to a new kangaroo bag that was not leaking and put the other one to the side.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.